Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". Align's clinical review of available records suggest that tooth 2.2, not #22, was the affected tooth. Tooth 2.2 had a restoration; prognosis of 2.2 was compromised as it had a root canal treatment and appears to also have an apical lesion. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptoms. This event is being filed as an MDR as the treating doctor reported that the patient had the symptom of tooth extraction (serious injury), and the invisalign system aligners were being used. The date of event (b3) is based on the timelines reported to align by the complainant. There is no conclusive evidence to confirm the date of the reported symptoms.

Event description:
The treating doctor reported that the patient had symptom of a porcelain crown on tooth # 22 coming off when the patient was removing aligners, and the remaining tooth was determined to be unsalvageable and requires to be replaced with an implant. No additional information is available at this time.